Event description:
No recharge efficiency bars were blacked when recharge was attempted. Interrogation of the implantable neurostimulator with the physician programmer revealed that the battery was 20% full. The implantable neurostimulator was implanted in the previous device pocket. The pocket was revised because the device was too deep. The implantable neurostimulator was successfully recharged immediately after surgery. Ten days after surgery, the pt reported difficulty recharging. A follow-up report will be submitted if additional information becomes available.